Event description:
On 3 different occasions, the center part of the luer lock was broken off into the venous needle on the patient's access, after heparin administration, prior to initiating the treatment. On 2 of those incidents, they needed to recannulate the patients in order for them to perform the treatment. Staff stated that all of these incidents happened during the same week, but did not have exact dates. There have been no further incidents reported. No medical interventions or serious injuries were noted by the staff.

Manufacturer narrative:
Final investigation on returned unused samples pending. On (B)(6) 2018: importer report number corrected from 1056186-2018-00003.

Event description:
On 3 different occasions, the center part of the luer lock was broken off into the venous needle on the patient's access, after heparin administration, prior to initiating the treatment. On 2 of those incidents, they needed to recannulate the patients in order for them to perform the treatment. Staff stated that all of these incidents happened during the same week, but did not have exact dates. There have been no further incidents reported. No medical interventions or serious injuries were noted by the staff.

Manufacturer narrative:
Final investigation on returned unused samples pending. On (B)(6) 2018: importer report number corrected from 1056186-2018-00003. On (B)(6) 2018: corrected manufacturer name.

Event description:
On 3 different occasions, the center part of the luer lock was broken off into the venous needle on the patient's access, after heparin administration, prior to initiating the treatment. On 2 of those incidents, they needed to recannulate the patients in order for them to perform the treatment. Staff stated that all of these incidents happened during the same week, but did not have exact dates. There have been no further incidents reported. No medical interventions or serious injuries were noted by the staff.

Manufacturer narrative:
Final investigation on returned unused samples pending. 2/5/18: importer report number corrected from 1056186-2018-00003. 2/7/18: corrected manufacturer name 3/16/18: final investigation report attached on unused samples only.

Manufacturer narrative:
Final investigation on returned unused samples pending. (B)(4).

Event description:
On 3 different occasions, the center part of the luer lock was broken off into the venous needle on the patient's access, after heparin administration, prior to initiating the treatment. On 2 of those incidents, they needed to recannulate the patients in order for them to perform the treatment. Staff stated that all of these incidents happened during week, but did not have exact dates. There have been no further incidents reported. No medical interventions or serious injuries were noted by the staff.